Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the metallosis was confirmed. The clinical/medical investigation concluded that, smith and nephew has not received any relevant clinical supporting documents to perform a thorough medical investigation. In addition, it was reported the hospital unknowingly disposed of the devices. Therefore, without the requested clinical information or the device, the root cause of the reported failure cannot be determined. Only the procedural chart sticks were provided and reviewed. Per subsequent e-mail, the surgeon reported the patient dislocated and was in a lot of pain. Based on the reported symptoms it cannot be concluded that the events/clinical reactions of pain, severe metallosis and pseudo tumor of the right hip were associated with a mal performance of the implant. According to the complaint, this issue was resolved by removing the implants and clearing up the infected tissue. Since it was reported the patient is currently recovering well. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include damaged product, implant corrosion or wear. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery had been performed on an unknown date, the patient experienced severe metallosis and pseudo tumor of the right hip. It is unknown how this was solved/ treated. Current health status of patient is unknown.